Event description:
(1/2, reference (B)(6) for related complaints) (documenting cassette for current event) per medwatch mw5108830: patient reporting pump alarming with similar issue as few days ago with same pump. She tried troubleshooting and was unable to get the alarm to stop. When she tried inserting same cassette into the backup pump, it continued with same alarm. She was able to get infusion restarted with new cassette/tubing and using backup pump. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? Yes. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes.

Manufacturer narrative:
H6: event problem and evaluation codes: updates not required. H10: no product was returned for visual or functional evaluation. Results: we are unable to confirm the reported complaint as no sample has been received for investigation. Root cause of the reported event cannot be determined as no sample was received. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record DHR review was conducted which indicated all inspections were completed and no issues were noted during manufacture., corrected data: corrected information in: d1: brand name: cadd medication cassette, d5: operator of device: updated, e4: initial reporter sent to FDA: updated.